Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had not notified their physician about charging too frequently, not getting coupling bars, and the device moving around in the pocket. The circumstances that led to charging too frequently and not getting coupling bars was having to turn the pain levels up higher. There was a report that they met with the manufacturer representative who worked with them and helped them understand what was happening and why. The patient reported that they now understand what and why it might need to be charged more frequently.

Event description:
Information was received from a patient. It was reported that they were charging their implantable neurostimulator (ins) too frequently. The patient stated that they charge every saturday and usually they'll have enough ¿juice¿ in the ins. On (B)(6), the patient noticed that they ran out of charge. It was reported that the patient was in so much pain and that¿s how they realized that the ins was dead, so they fully charged it that day. The patient stated that it was a painful day. On (B)(6), the patient programmer showed that the ins died again. The patient reported that they had a bad time that morning. They were in pain when they woke up and had to turn stimulation up. It was noted that the patient¿s device was working fine at the time of the call. It was also reported that the patient was confused about their equipment. They stated that the implantable neurostimulator recharger (insr) showed that the ins was full, but the insr icon on the top would always show that it¿s half full, and that the patient programmer would show that the ins needed to be charged. During the call, the patient used their equipment and the programmer was showing that they were at 5.80v and the ins was on. The programmer showed that the ins had half a charge left and that the programmer batteries were full. The insr showed that the ins had a half charge and that the insr battery had a half charge as well. It was reported that the patient got no coupling bars at the time. The patient stated that they would always get 6-8 bars and would just need to move the antenna around sometimes. The patient was concerned why they had to charge more frequently and why the charge doesn't last for seven days. It was reviewed that the equipment seems to be working fine, and that it could be due to increasing stimulation or changing any settings. However, the patient reported that they didn¿t change anything and that they charge their ins to 100% full. They further stated that they noticed since the beginning that something was wrong with their pocket. The patient reported that their ins moves around but they would still be able to get 6-8 coupling bars. It was recommended that the patient follow up with their healthcare provider (hcp), as well as a manufacturer representative to calculate what a normal recharge frequency would be for their settings. Indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.